Manufacturer narrative:
The pump has been returned to animas. An evaluation will be completed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017 , the reporter contacted animas and alleged the display was damaged and could not be safely read. There was no allegation of an adverse event. This complaint is being reported as the issue may result in the long term cessation of insulin delivery if the user is unable to read the display.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2017 with the following findings: the display lens was found to be cracked. The display screen was dim and discolored.